Event description:
The customer reported the aa4203tf silicone single piece lens tore as it was inserted into the eye. The lens was removed and replaced with another toric lens without patient incident. The cause of the event was unknown.

Manufacturer narrative:
Pt weight: unknown. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed one and a half haptics and a piece of the optic was torn off and missing. The piece received was split in two. There was evidence of a clear surgical residue. (B)(4).